Event description:
The recipient reportedly experienced a gusher during surgery. The gusher was controlled by packing of muscle around the electrode. The recipient is presenting with loss of sound and 1 open electrode.

Manufacturer narrative:
The recipient is reportedly wearing the device.

Event description:
The recipient is reportedly not responding to sound and is experiencing 1 open electrode.

Manufacturer narrative:
Programming changes were made, however, the response is weak. The recipient is reportedly being monitored.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use. This is the final report.